Event description:
The reporting caregiver attempted to use a pivo for an inpatient but noticed that the pivo could not extend out past the mid-way point. Manufacturer response for tubes, vials, systems, serum separators, blood collection, pivo¿ pro needle-free blood collection device (per site reporter). Waiting for their response.